Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor error alarm recurred after troubleshooting. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the pump. Customer reported the drive support cap appears normal. The customer did not reported motor position encoder error. Pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within a 30 day period. The insulin pump passed displacement test. The insulin pump will be returned for analysis.